Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the theatre, the doctor stated that he inserted the introducer needle attached to the ars in the vessel. He reported that when he pulled back on the plunger of the ars to aspirate blood to confirm placement, he aspirated air bubbles with blood into the syringe. He suspected that the introducer needle and ars was not connecting securely which caused the presence of air bubbles. He together removed the needle and syringe, and completed the procedure by opening a new cvc kit and used it to successfully insert the central line. A delay was reported to open a new kit, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that when the doctor pulled back on the plunger of the ars to aspirate blood to confirm placement, he aspirated air bubbles with blood into the syringe. The reported issue could not be confirmed. One sa-12802 lidstock and an arrow raulerson syringe (ars) / introducer needle assembly were returned. No defects or anomalies were observed during visual examination under magnification. The connection between the ars and the needle was found to be secure. The male taper of ars syringe tip was checked with a luer gauge and found to be acceptable. The female taper of the needle hub was checked with a gauge and was also found to be acceptable. A vacuum leak test was performed on the ars. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it returned to its original position, which passed the test. The ars / needle assembly performed typically when water was aspirated into the assembly five times. Other remarks: a device history record review was performed and did not reveal any manufacturing related issues. The luer tapers of the ars and needle were found to be within specification and a secure connection was found between the components. No bubbles were observed when water was aspirated into the assembly. No problem was found on the sample. No further action will be taken.